Event description:
The implantable pump stalled in 2009, and the pt experienced a return of symptoms including lower extremity pain, restlessness, and irritability. The pt was admitted to the emergency room and was treated with intravenous narcotics. The stall without recovery was confirmed in the pump logs. The hcp and filed representative attempted to restart the pump multiple times without success. The pt denied exposure to magnets or magnetic resonance imaging. The pump was replaced five days later. No further complications had been reported. A follow-up report will be submitted if additional info becomes available.